Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a pars plana vitrectomy, the patient's intraocular pressure was not being maintained and as a result choroidals formed which developed into a retinal hole. Barrier laser treatment was performed in the far periphery. The customer indicated it is unknown if this was a product issue or patient related.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The system was examined and the company representative was not able to find anything that would have contributed to the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. As no problem was found with the system, the root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).